Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via crossover approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guidewire crossed the lesion, an opticross 18 vascular imaging catheter was advanced but failed to cross the lesion; therefore, a 3.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 4 atmospheres, the balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported.